Event description:
"Spitting oil at burr end" is stated on the repair request. On follow-up, it was reported that the flap had been turned and the drill was brought back into the patient site to be used. They noticed an oil mist coming from the motor but no oil got into the patient. Another motor was used to finish the case. Patient was flushed with antibiotics which is a normal practice for all surgeries, according to hospital contact. There was no patient injury.